Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a lead for urinary dysfunction/sacral nerve stimulation. When their battery was changed, the lead broke and they needed another surgery. They were then online and discovered their device was on recall. No patient symptoms were reported and no further complications have been reported as a result of this event.